Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after the cartridge was filled with 480 units. Reportedly, the customer stated that it is possible that the cartridge was overfilled; however, it could not be confirmed. The customer's blood glucose (bg) level was over 400 mg/dl. The customer indicated that they would use the pump to address bg level. The customer reloaded the cartridge successfully.